Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.